Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the pump could not be charged properly with the usb cable. There was no reported impact to the customer¿s blood glucose. No additional information was provided by the customer.